Manufacturer narrative:
The customer has advised physio-control that they have decided to not repair the device at this time. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined. The customer provided additional clarification on the reported event. The customer initially reported that the reported device failure occurred during a patient event; however after additional clarification, the reported device failure occurred prior to a patient event. This device failure occurred, the device was removed from service, and then the patient event occurred. This patient event reported did not involve a physio-control product and there was no adverse outcome reported.

Event description:
The customer reported that during a patient event, their device would not enter advisory mode. Without the advisory mode, the device could not be used by (B)(6) who would need the AED mode to have the ability to deliver defibrillation energy to a patient. There was no additional information regarding the patient event reported.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.